Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump experienced upstream occlusion during infusion. No reported adverse effects.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspections and psi testing were performed. The customer's stated problem was verified. Inspected the pump and performed psi test it passed. Further investigation of the pump and determined that the upstream seal was damaged. The damage upstream seal will cause the upstream to occlusion. Service replaced the damage upstream seal to correct the reported problem. The root cause of the reported problem is unknown. Based on these investigation results, no corrective actions will be taken at this time. Smith's medical regularly analyzes product complaint data and trends and will take further actions accordingly.